Manufacturer narrative:
(B)(6). Method: the subject device, rd1300-10 neopuff t-piece circuit was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the distributor, and our knowledge of the product. Results: visual inspection of the subject device has revealed that the threads on the positive end-expiratory pressure port adaptor was deformed causing the adaptor cap (t-piece cap) to not rotate as intended. Conclusion: we are unable to confirm the cause of the reported event. The rd1300-10 neopuff t-piece circuit is a single use breathing circuit intended to provide ventilatory support to neonates and infants with respiratory insufficiency. The device is designed to connect to the f&p neopuff t-piece resuscitator or any other gas-powered resuscitator compliant to (B)(4). .

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that the peep valve of the rd1300-10 neopuff t-piece circuit was not moving . There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that the peep valve of the rd1300-10 neopuff t-piece circuit was not moving. There was no reported patient involvement.